Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: what kind of medication / treatment was provided to patient on the incision, post-op? Unk was any prescribed medication / antibiotics given to patient post-op? Unk. Was any re-operation/re-suturing/ revision surgery done on patient post-op initial procedure? Unk.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. It was reported that there was delayed suture absorption. The incision healed not well in postoperative 6 days. Medication was given on incision to address it. Then patient condition changed to better. There is no report on patient's injury. No additional information could be provided.